Event description:
The customer called co's customer service 1-800 number reporting low temperature readings. She stated her son had been acting "crabby" for a couple of days prior to the seizure. Around 3:00 pm on 12/8/96, the customer began taking temperature readings. Although the customer reported using the unit in the correct mode, she stated that no ear tug was performed, no healthy baseline had ever been established, and the unit had never been cleaned, this same evening, the child was unable to rest comfortably and was getting up every half hour. The customer took temperature readings periodically, with the last reading obtained prior to the seizure being performed at 2:00 am, 12/9/96. The customer could not recall any exact readings, however, she believes they were around 97 degrees f. No medication was administered. At 2:30 am the child experienced a seizure. Just after the seizure, the customer obtained a 97.7 degrees f reading. The child was taken to the hosp, where a rectal temperature of 103 degrees f was obtained. The drs prescribed baby tylenol and released the child.